Event description:
Customer called to report that the access 2 immunoassay system generated a non-reproducible false positive accutni result of 5.19 ng/ml, above the ami cut-off of 0.50 nanograms per milliliter (ng/ml). The results were reported out of the laboratory; however, the results were questioned by the patient's physician, as the result was discordant to the I-stat results of 0.00 ng/ml. The sample was then repeated, the results of which were 0.00 ng/ml and 0.01 ng/ml. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer noted that the sample was poured, not aspirated, from the primary tube into the insert cup prior to testing.

Manufacturer narrative:
Although the event occurred on (B)(6) 2012, customer did not report this event until (B)(6) 2012. Customer did not request nor require service or onsite inspection of the instrument. A definitive cause of this event could not be determined with the information supplied. However, the system check data dated (B)(6) 2012 shows all systems passing. Quality control and calibration data were not supplied for this timeframe. (B)(4). Eval summary: customer did not require/request service.